Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances >2500 ohms that impacted pacing therapy. A chest x-ray was done and confirmed the lead was fractured. As a result of the performance issue, a lead replacement procedure was done, this lead was surgically abandoned and another rv lead was successfully placed. No additional adverse patient effects were reported.